Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of +60 units and remained static. Reportedly, the cartridge was filled with 150 units of insulin. The customer¿s blood glucose level was 151 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.